Manufacturer narrative:
The reported event of a dislodged leaflet was confirmed. One leaflet was dislodged from the orifice and returned with the valve. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the leaflet dislodgment could not be conclusively determined, but is consistent with a large force applied to the leaflets. Please note, per the instructions for use artmt600080902 revision b , "using the valve holder/rotator and the flexible valve holder handle model 905-hh, or the rigid valve holder handle model 905-rhh, rotate the valve in situ to the desired position. The valve should rotate freely. If resistance is noted, the valve holder/rotator may not be properly seated in the valve, the valve may not be in the fully closed position, or the valve may be oversized. If the valve does not rotate freely, do not force valve rotation.

Manufacturer narrative:
The reported event of leaflet dislodgement could not be confirmed. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
On (B)(6) 2021, while implanting sjm's a 19mm sjm regent heart valve w/flex cuff, one of the leaflets dislodged while rotating the valve. The device was replaced with a new 19agn-751, sjm regent heart valve. The patient remained stable throughout the procedure however the event did cause a clinically significant delay.